Event description:
A pt of the rptr's was sent contact lenses through the mail without a written prescription. The rptr would not give the company the prescription info over the phone. The pt read numbers off her contacts which is how the prescription was filled. There was no company name on the info the rptr has.